Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.

Manufacturer narrative:
This is one of two device reports for this event: associated manufacturer report numbers: 1225714-2014-13727 and 1225714-2014-13728.

Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequently expired on (B)(6), 2008 after the use of the product.